Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that upon interrogation of the implantable device, the initial data summary screen downloaded with electrograms (egm); however, navigating away from the data summary screen resulted in an hourglass display and the page freezing while egms continued to scroll across the top of the screen. Troubleshooting steps were taken to include swapping out the application; however, the same behavior occurred, with the application becoming stuck on the hourglass following interrogation. Additional troubleshooting steps were taken to include updating the application and rebooting the host tablet; however, the issue persisted with the application remaining unresponsive. It was then advised that use of the remote monitoring mobile application was an option to obtain a report. No patient complications have been reported as a result of this event. Application version: 4.4.2 host tablet os version: 18.6.2.